Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that during a bladder resection the doctor, upon introducing the resectoscope into the patient's bladder, noticed the esu activating without the footpedal being used. He took the scope out and the cautery loop was detached on one side which was intact when initially used. The cystoscope was burned and the end was damaged. The esu was taken out of service and a new esu was brought in to complete the procedure along with a replacement cautery loop. There was no adverse patient effect. There was a piece of metal presumably from the cautery loop or resectoscope left in the bladder that dr. (B)(6) was able to retrieve. The esu cautery settings were cut 130 and coag 85.

Manufacturer narrative:
(B)(4). Date of initial report : 9/21/2015; date of follow-up report : 12/16/2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications. The e6008 monopolar footswitch and the e6009 bipolar footswitch were tested and were found to function normally. No self activation or latch-on conditions were found during the investigation. A review of the device history record for the e6008 monopolar footswitch lot number 254952x and the e6009 bipolar footswitch lot number 827370 indicates that the units passed all end of line testing prior to shipment.